Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not emit audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A service representative performed evaluation of the customer¿s device and was not able to duplicate the reported issue. Throughout the investigation the auditory advisory prompts issued by the device were audible and clear. No measurable fault was identified with the speech circuitry, speaker or speaker cable that would have caused no audio prompts to be emitted. Furthermore, information from the technical log shows that the device issued advisory speech prompts during all manual power cycles prior to receipt at heartsine. The device shall be scrapped and replaced with a sam 350p.

Event description:
The customer contacted heartsine to report that their device would not emit audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.